Event description:
Healthcare professional reported left side rupture found during surgery. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed on radius as an unidentified (tear) opening (shell thickness within spec). Additional observations: crease fold and wear abrasion observed on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6a.

Event description:
Physician reported rupture found during surgery. This relates to the left device. Device has been replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported rupture found during surgery. This relates to the left device. Device has been replaced with a non-allergan device.